Manufacturer narrative:
Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 22-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6010070 was manufactured according to the work instruction (wi) version 118 on 09-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 22-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care provider (hcp) or requires emergency advance, malfunction code no malfunction describe and lot 6010070 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. Event occurred within 3 hours of insertion. The insertion site was the abdomen. Blood glucose level was 800 mg/dl at the time of the event due to which patient took assistance from health care assistance (hcp) and went to hospital and got treated with intravenous (IV) and fluids. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.